Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable as it would not communicate with external devices. Reportedly, the patient had not used or charged the scs system in six months. Follow up identified the patient's scs ipg was replaced with a new one and, stimulation therapy was restored postoperatively.